Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. Data logs show that on the day when the pump was put into surgical mode, there is an immediate placement signal (ps) spike to 3000 mmhg with placement signal not reliable alarms. After the procedure, ps returns but at higher values. The root cause of the optical signal issue was most likely a damaged sensor due to clamping near the outflow cage / optical sensor. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. The complainant reported that the placement signal became not reliable during patient support. The issue began after a cross clamp was applied to the motor/outflow area during a surgical procedure. Upon removing the clamp, the alarm subsided, but the readings remained inaccurate. Patient was successfully weaned and the device explanted.